Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results confirmed the alleged complaint of a broken cable. The pitch cable was found to be broken at the wrist. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken cable issue if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy with bilateral salpingo-oophorectomy (bso) procedure, the surgical staff alleged that the fenestrated bipolar forceps instrument had a broken wire. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.